Event description:
It was reported that the system 9800' collimator leaves were closed intermittently on multiple occasions. The system was pulled from service. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Upon inspections it was found that a wire leading to the collimator was damaged and may have been broken. Also it was suspected that the fluoro function circuit board was defective. The wire collimator wire was repaired and the circuit board replaced. The system was tested and found to be working as intended and placed back into service.